Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the users were unable to view inventory at the station. They stated that the message ¿one or more errors occurred¿ appeared whenever they attempted to destock, unload, or view inventory. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to view inventory at the station. The technical support specialist (tss) dialed into the station and followed knowledge article proper datasync procedure and how to place new db in es station to perform a full synchronization. The database was backed up and the full sync completed successfully. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.